Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the physician considers the prolongation of the procedure to be clinically significant.

Event description:
It was reported that during the procedure, the right atrial (ra) lead was inadvertently connected in the right ventricular (rv) port. The set screw was unable to be loosened resulting in the inability to disconnect the right atrial (ra) lead. The physician suspected the set screw was stripped. The device was explanted and the ra lead was capped. The device and ra lead were replaced. The patient was in stable condition.